Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded at the user facility. A review of the history indicates that on (B)(6) 2013 between 0938 and 0939, the device powered on, there was a new day stamp, device was using battery, totals cleared 104 mg, history cleared, there was one low battery alarm, the device was programmed to deliver a drug concentration of 1 mg/ml, custom vial confirmed, in the pca only mode, with a 0.1 mg pca dose, a 10 minute pca lockout, and a 2 mg four hour dose limit and the door was locked. Between 1011 and 1050, device using battery, there were three 0.1 mg pt initiated deliveries, 4 unmet demands, 1 low battery alarm, 1 dead battery alarm, and one power loss alarm. Between 1051 and 1419, device using ac twice, using battery 3 times, device was powered on, one battery available, totals cleared 0.3 mg, device was programmed to deliver a drug concentration of 0.1 mg/ml, custom vial confirmed, in the pca only mode, with a 0.1 mg pca dose, a 10 minute pca lockout, and a 2 mg four hour dose limit, door was locked, and there were five 0.1 mg pt initiated deliveries and one power loss alarm, 2 power loss alarms, 4 times using a/c, 6 times using battery, 3 times battery available, custom vial was confirmed 3 times, door was locked 5 times, door opened 3 times, 7 check settings alarm, 3 low battery alarms, 1 dead battery alarms, at 1520, the door was opened and the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported while operating on battery power, the device powered off by itself and required reprogramming. The customer contact indicated that during reprogramming of the device, an operator error in programming occurred, which resulted in the pt receiving more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of dilaudid. No specific programming parameters were provided. After an unspecified length of time, while the pt was transported to the bathroom in the pacu (post anesthesia care unit) the device powered off while on battery power. The customer contact indicated the device was reprogrammed and therapy was resumed using the same device. No specific programming parameters were provided. After an unspecified length of time, during transport of the pt from the pacu to a pt room while on battery power the device powered off by itself. At that time, the customer contact indicated the device was reprogrammed and therapy was resumed using the same device. No specific programming parameters were provided. After an unspecified length of time, the pt went into respiratory arrest and was coded. The pt was reported to be bagged with oxygen. It was reported the pt was successfully resuscitated and returned to previous status. The device was removed from clinical service. On an unspecified date the pt was discharged as scheduled. The customer contact indicated an operator error in programming the concentration of the dilaudid occurred, which resulted in the pt receiving more medication than intended. During testing at the user facility, the device powered off by itself while on battery power. Thought requested no add'l info was provided.